Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire sfr4 stent was kinked and had resistance in the phenom21 catheter. All the accessories devices flushed as per instructions for use (IFU), solitaire deployed across the clot as per IFU, and done 3 passes to remove the clot, but it¿s not use no perfusion after 3 passes. After 3 passes the operator had noticed the kink on proximal portion on the solitaire, hence kept aside solitaire and tried with trevo stent but this time the m1 & m2 open. After trying many attempts, they stopped the procedure with the flow in m1 & m2. The resistance was during the delivery procedure. The resistance was in the proximal and middle section of the catheter. Vessel tortuosity was severe. The patient was being treated for an ischemic stroke in the left m1 location. Mrs: baseline 4. Mrs: procedure as per protocol. Nihss score: baseline 13. Nihss score: post procedure 5. Tici score: baseline 1. Tici score: post procedure 3. IV tpa was contraindicated. 3 passes were made with the device. Vessel tortuosity was severe. The parent vessel was the left internal carotid artery (ica). The parent vessel diameter was 4.18mm. The branch vessel diameter was 2.16mm. No patient injury or symptoms were reported. Ancillary devices: neuronmax sheath, red 68, traxcess guidewire